Manufacturer narrative:
Evaluation results: the complaint was not confirmed. As received, the two percutaneous leads were returned cut into two segments. A microscopic inspection of the lead segments found the cut ends were evenly cut and smooth, consistent with being cut during the explant procedure. No electrical testing was performed on the returned leads due to the explant damage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient's scs system was ineffective. Subsequently, surgical intervention was undertaken, explanting the entire system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.